Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The prostyle device was maneuvered with some force. It should be noted that the electronic prostyle instructions for use (eifu) states: excessive force used to advance or torque the perclose prostyle device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. In this case, it is unknown if the eifu deviation contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional device with a reported issue referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the severely calcified right common femoral artery was attempted with a prostyle device using the pre-close technique via a 6f sheath prior to an interventional carotid procedure. Reportedly, the prostyle was deployed through the footplate being retracted. The device became stuck and was removed only to the footplate portion of the guide being outside the skin. The device was rotated, pulled and released. The excessive force locked the knot. A second prostyle device preplaced a suture. A third prostyle suture was attempted to be preplaced; however, there was no suture with plunger removal. The preclose technique was aborted. The sheath was upsized to 14f and the carotid procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture and a non-abbott device. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.